Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the pt and her husband reported that today they noticed the insulin cartridge chamber of her infusion device is "foggy." The husband was not able to confirm it was insulin by the smell. The patient does not attach the adapter and tubing to the cartridge prior to inserting it into her device. She uses room temperature insulin to fill the cartridge. She wears her device outside of her shirt. Ways that condensation can enter the device was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.